Event description:
Charge nurse (cn) reports a blood leak with the CT 190g dialyzer. It was reuse number 20. Cn noted bright red blood in the venous line. The tmp at the time of the leak was 130. Treatment was stopped and the arterial blood returned to the patient while the rest of the blood in the circuit was discarded. Hemastix were not used to confirm blood leak. The estimated blood loss was 150cc. Treatment was restarted with new disposables. Cn denies any patient injury, medical intervention, or hospitalization associated with this event.